Manufacturer narrative:
(B)(4). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions via CAPA# (B)(4) to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that liquid leaked from the bd venflon¿ pro safety peripheral safety IV catheter injection port after the injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "after injection using the injection port, liquid comes out of the injection port."